Event description:
Reported via journal article. It was reported via a journal article the device did not seal and a fistula occurred. A 66-year-old female underwent three catheter ablation procedures for atrial fibrillation, culminating in an electrically isolated laa. The patient underwent uncomplicated left atrial appendage (laa) closure procedure where a 35mm watchman flx left atrial appendage closure device was implanted. Almost two years later, the patient developed exertional angina, prompting a cardiac stress test that revealed ischemia in the territory of the left circumflex (lcx) artery. Coronary angiography revealed a lcx artery fistula that communicated with the laa and subsequently the left atrium via a small peri-device leak (pdl). The decision was made to simultaneously close the coronary fistula and the pdl to both mitigate coronary steal and reduce stroke risk. With intravascular ultrasound, intracardiac ultrasound and fluoroscopy, two non-boston scientific (bsc) covered stents were deployed to close the proximal and distal conduits of the lcx to laa fistula. The pdl was closed using a combination of one neurointerventional non-bsc hydrocoil and a non-bsc vascular plug. On post-procedure outpatient follow-up, the patient remained chest pain-free; cardiac CT scanning showed complete laa obliteration with no further pdl or lcx communication.

Manufacturer narrative:
Literature citation: literature citation: zhang, c., maan, a., musikantow, d., skaf, m., miller, m., koruth, j., whang, w., krishnan, p., and reddy, v. Left circumflex artery to left atrial appendage fistula in a patient with prior left atrial appendage closure device (2024). Poster session IV; po-01-03, s521; doi: https://doi.org/10.1016/j.hrthm.2024.03.1336. B3: estimated as 03/01/2204 as the published date for the article is noted as march 2024.